Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/26/2016 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During a visual inspection of the pump, it was observed that the display screen was dim and discolored. It was also observed that the returned battery cap was unable to fit to the pump and maintain electrical connection due to stripped threads; this duplicated the initial power damage complaint. A test battery cap was used to complete the investigation and it was used to complete a 24 hour duration test. The pump powered on correctly and there were no power interruptions duplicated with the test battery cap during the 24 duration test. The pump¿s cover was removed and no intermittent conditions were found on the power printed circuit board (pcb). (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment had stripped threads, the top of the battery cap was worn and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.